Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 500mcg via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. Intermittent events of symptom return, over-medication, the pump moving freely in the pocket and varying residual volumes at time of refill was reported. Diagnostics and troubleshooting performed included surgical catheter exploration was done (B)(6) 2018 which revealed normal csf (cerebral spinal fluid) backflow. There were no known environmental, external or patient factors that may have led or contributed to the issue. The interventions and actions taken to resolve the issue was the pump was replaced. The residual medication was withdrawn at the time of explant. The expected residual volume was 29.2ml and the actual residual was 32.5ml. The new pump was re-anchored in the pocket with the catheter pump segment coiled behind the pump to prevent kinking when the patient sits up. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was noted as alive, no injury and no further complications were reported.